Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was 400 mg/dl. Troubleshooting for high blood glucose levels was performed. Customer was advised they would be sent out replacement sets. Customer advised they will call back to perform the high pressure test.